Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. At the time of the call, the customer stated he was feeling dizzy and shaky. Medical attention was not needed at the time of the call. Customer was using proper testing technique. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-5 using truemetrix meter.